Manufacturer narrative:
One hotline low flow system was returned for analysis in new condition. The tank was then filled with water, temp check attached, line cord plugged in and powered on the unit; noting that the unit required recalibration. Based on the evidence, the complaint was not confirmed. The unit was observed to be out of calibration and worked as intended following.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "over temping". No patient involvement.